Event description:
Pt in surgery for laparoscopic appendectomy. On the third attempt to staple, ethicon endopath ets-flex 45 equipment malfunctioned and would not perform desired action. Equipment removed from operating room and new device obtained. No harm to the pt.